Event description:
It was reported that, "patient complained of swelling, no infection found upon entry to the knee. Cleaned joint out, put in new poly."

Manufacturer narrative:
When the investigation is completed, it will be provided on a supplemental report.